Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the full lead was returned and analyzed. Analysis revealed no anomalies were found. However, the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that during implant attempt, the left ventricular lead dislodged after slitting. The physician felt the placement was tentative due to the vein being large. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.